Event description:
The customer ran blood glucose tests on the contour next link using two different bottles of test strips. The readings were 237 and 62mg/dl. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the strips for evaluation. Replacement test strips were sent to the customer.